Event description:
Pump was reported to have a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove cartridge, inspect o-ring, and clean pneumatic tap area using an alcohol wipe or lint-free cloth. Technical support planned to follow up with the customer.